Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has had a tooth infection and is on amoxicillin for it. Her health care provider (hcp) feels the tooth infection may contributed added to a high blood glucose (bg) she experienced on (B)(6) 2013, when she went to the emergency room with a bg of 882 mg/dl. She reports that at the hospital the pump was disconnected and she was placed on insulin drip. She reports bg values of 467mg/dl, 191mg/dl, 50mg/dl in hospital, and then bg went up; no value provided. The patient also reports she had a bent cannula, which hcp also felt contributed to the high bg. During a follow-up call on (B)(6) 2013, the patient reported that she had been discharged today, with bgs of 191mg/dl and 159mg/dl. She resumed the pump when she got home, with new infusion set/setup. Customer technical support (cts) reviewed the pump with the patient. The time 12 hours off, set for am instead of pm; the date is correct. Patient reports pump has been like this since educator programmed and states educator could not get time correct. Patient is new to pump, was instructed on correcting time on pump. Confirmed with patient that all are rates and settings are as expected. Bolus history adds up with tdd, but time of boluses was off due to incorrect setting. No associated alarms in history. Also reviewed insertion technique for inset with pt , she is incorrectly putting tubing in notch prior to loading device; explained this is probable cause of bent cannula. There is no indication of pump malfunction. This case is being reported because a patient on insulin pump therapy incorrectly had set the time on the pump and then experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the current black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.